Event description:
It was reported that during initial implant, the right ventricular lead could not be fixed. The lead was removed and replaced. The physician also elected to only implant a single chamber system as the patient's collar bone was too narrow and an atrial lead could not be passed through. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.